Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital to get a cardiac catheter, and the customer was experiencing high blood glucose. It was stated that the customer's blood glucose was 51 mg/dl during night, but the next day his glucose level was 283 mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. The programming on the insulin pump was correct. The basals matched to the daly totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.